Manufacturer narrative:
The complaint device is unavailable for investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to "DHR review checklist and release procedure", (B)(4); a device is not released if it does not meet requirements or is nonconforming. The failure mode could not be confirmed. A labeling evaluation was performed. No indication of labeling being a contributing factor in the occurrence of this complaint was identified. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008t hd machine in question was not known, therefore, the serial number was not able to be provided. Although medical records were requested, none were received.

Event description:
A patient reported the blood pressure (bp) cuff squeezed their arm so tight that it caused bleeding and a blister. Follow-up information was provided by the clinic manager who revealed the patient's son was not able to recall specific details regarding this event when questioned about it. Additionally, the clinic manager was not able to provide any further information related to the specific dialysis treatment or any intervention that may have been required. It was also noted the physician documented what was described as an abrasion on the patient's arm which the nurse believed was likely the blister the patient had referred to. At this time, although requested, no further information related to this event has been provided. The exact date of the incident is not currently unknown, but was initially reported as having occurred around (B)(6).

Event description:
Follow-up information was provided by the clinic manager who revealed that the machine did not alarm and/or alert the clinical staff to an issue with the bp cuff during its pressurization. No visible damage was noted to the bp cuff. Additionally, she confirmed that the staff was not aware, nor were they made aware by the client that the cuff was too tight. The patient did not experience any adverse event at the time of this incident, nor did the patient require any medical intervention.